Event description:
During cardiopulmonary bypass, the roller pump unexpectedly stopped. The pump was hand cranked until the tubing circuit could be repositioned in an alternate roller pump. No pt injury occurred.